Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unreported date in (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused peritonitis. A further description of the break in aseptic technique was not reported. On unreported date(s); the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with unspecified antibiotic(s) (medication, dosage, route, frequency, and duration not reported). At the time of this report, the patient was reported to not have recovered from the peritonitis event and had experienced a repeat peritonitis event. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was retrained on aseptic technique. Additional information was requested but is not available.